Event description:
Additional information from the customer stated that the event was observed during pre-use inspection of an unknown procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that ¿no image¿ was displayed due to failures of the cable, connector, and imaging. The probable cause of the faulty cable, connector and imaging failures were the water immersion from the damaged area of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable failure, poor contact of the video connector, failure of the imaging system components, camera cable flaw and flooding, dirt on the outer cable, and dirt on the scope mount. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head displayed colors bars on the image. It is unknown when the event was observed. There were no reports of patient harm.